Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to manufacturer.

Event description:
It was reported that patient was experiencing chronic dislocation of the left hip.